Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges lightheadedness and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles. The patient alleges lightheadedness and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the external and internal inspection, the manufacturer observed a brown colored unknown contaminant on the top enclosure. A grey unknown contaminant was observed on the iso (international organization for standardization) port, front panel, and bottom enclosure's interior. Dust-like contaminants were observed on the top enclosure, front panel, and blower. The top enclosure, rear panel, and blower had unknown hair-like particles observed on them. The side of the bottom enclosure was observed to have a black marking down it. A dark, sticky, unknown contaminant was observed on the bottom enclosure. A keratin-like substance was observed on the blower box. Evidence of liquid ingress was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer didn¿t confirm the complaint of device having particles in the tubing, chamber, and device and also cannot confirm the complaint of the device, power supply and power cord being too hot to touch. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.